Event description:
The report from the affiliate indicated that : a patient underwent a procedure to a de novo, 9mm, type c, bifurcated , ostial lesion in the 3.0mm proximal left cx. The procedure was an elective case. Predilation was conducted with a balloon (2.5/12mm) at 14atm for 20 seconds. A cypher (3.0x13mm) was implanted at 24atm for 30 seconds. Four days later, the patient developed ami in the hospital. Cag was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, poba was conducted with a balloon (3.x/20mm) at 14atm for 30 seconds).

Manufacturer narrative:
Additional information indicated that 17 days after thrombotic event, the pt suddenly started spiting up blood; he rapidly deteriorated and dies. An autopsy found terminal esophageal cancer, of which there had been no previous sign. Post event, the pt had been placed on a pcps, or percutaneous cardiopulmonary portable system. The intraprocedure and discharge medications were aspirin 200mg and ticlid 200mg. There was no information on the bare metal stent. Physician's comment: "he developed esophagus cancer and blood clotting became abnormal. The cause of death was esophagus cancer." Additional information will be submitted within 3o days of receipt